Event description:
It was reported that the insulin pump was unresponsive without prior alarm. The customer's blood glucose was 346 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint. Functional test was unable to be performed due to blank display anomaly. The device was received with cracked case at display window corners and with scratched lcd window corners.